Event description:
Caller reportedly received the following results on an inform meter, compared to lab results, within 10 minutes: 398 mg/dl (inform meter) and 140 mg/dl (lab) customer states that the patient's finger had to be milked in order to obtain the meter reading. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.